Event description:
A customer reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the problem and decided to replace the pump, as the customer had encountered cartridge alarms with consecutive cartridges. The customer was informed about the receipt of a replacement pump with updated software and instructed on returning the defective pump using tandem's prepaid return process. Additionally, the customer was advised to program their settings and connect their cgm to the new pump. Customer reverted to an alternative method of insulin therapy.